Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was an unspecified "malfunction" with the device. The catheter was also reported to have had a "potential malfunction." A catheter dye study and rotor study were done; dates of the test and results were not provided. The pump and catheter were replaced. The medication being delivered via the device was lioresal. The pt recovered without injury or sequela.